Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. The patient was sleeping at the time of the shock. The sensing vector at the time of the shock was set to the primary sensing vector. Office testing was unable to reproduce the noise. The doctor elected to explant the system. There were no additional adverse patient effects.